Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed. The lhr review was completed, and there was no non-conformance associated with this lot number.

Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal was noticed to be cracked when taken out of the box. The surgeon decided to use a clamp to complete the procedure. No pt complications were reported by the hosp.